Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the pain at the ins/lead site and lack of pain relief were that they have had one spot on my lower right back that the programs they have didn¿t seem to be helping with. As far as the site, they thought their pants had just rubbed where the battery was. The steps taken to resolve the issue were wearing different clothing and meeting with the manufacturer representative where a different program was implemented for that place on their back. The pain at the ins/lead site seemed fine, but they continued to have pain at that one place on their lower back. It was stated they were going to set up an appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their incision was still bothersome and they were experiencing pain ¿every now and then¿ at both the implantable neurostimulator (ins) and lead site. It was also reported that the patient could easily feel the outline of their ins because it was so close to the skin. The patient mentioned that they met with a manufacturer representative who didn¿t think the ins site looked right. The patient stated that they thought their clothes would rub it and that was why it was red. It was noted that these issues have been present since implant. It was noted that the patient had the appointment with the manufacturer representative because they were still having pain. The patient stated that they were still having lower back pain where the pain radiates down their leg. The manufacturer representative gave the patient a new program, which was helping the right side but didn¿t seem to be helping the left side. It was noted that the pain would occur intermittently and the stimulation issue was related to positional movement. The patient also stated that the pain was most notable in the morning. Additionally, the patient stated that they were definitely getting at least 50% symptom reduction. The patient was still taking oxycodone but was hoping to reduce their daily dosage soon. The patient was to follow up with their healthcare provider (hcp) and had an appointment scheduled for (B)(6) 2016. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.